Event description:
It is reported that the patient experienced adhesive issues with four infusion sets on 13-feb-2026. The infusion set patch did not stick to skin upon insertion. The patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.